Event description:
According to the implant registration card (irc) received, (B)(4). (B)(6) male received onxm-27/29 (sn (B)(4)) on (B)(6) 2017 and died on (B)(6) 2017 of unknown etiology. Additional information is pending.

Manufacturer narrative:
Additional information received from the nurse indicated that the patient experienced pea (pulseless electrical activity) and could not be resuscitated; had "nothing to do with the valve.¿ per medical review of the case: pea occurs when a major cardiovascular, respiratory, or metabolic derangement results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult, in this case, likely a combination of comorbid factors and the trauma associated with surgery. Based on this information, there is no indication that the reported patient death is related to the on-x valve. Additionally, no allegation of deficiency is made.

Event description:
According to the implant registration card (irc) received, (B)(6) male received onxm-27/29 (sn (B)(4)) on(B)(6) 2017 and died on (B)(6) 2017 of unknown etiology.